Manufacturer narrative:
(B)(4) was used to capture the patient undergoing surgical intervention to explant the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due and infection. No additional adverse patient effects were reported.